Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was resetting. The cause of the resets is corrupted data on the flash memory. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.